Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the medium-large clip applier instrument and performed failure analysis evaluation. The medium-large clip applier instrument was analyzed and found to have a severely bent grip tip. The damage was found near the top of the clip groove, causing an offset at the tips. As a result, a clip could not be properly loaded into the clip groove of the grip-tips. Components adjacent to this severely bent grip did not show damage.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the prongs on the jaws of the medium-large clip applier instrument were observed to be bent after noticing the instrument failing to clip properly and causing the clips to fall off. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer stated that the issue did not occur while loading the clip applier (prior to being inserted into the patient). The issue occurred prior to the clip application (with the instrument in the patient). The issue did not occur while the surgeon attempted to clamp on a vessel or tissue bundle. The customer observed a misaligned tip. The issue was related to the clip applier jaws remaining static/not moving when the surgeon commanded movement. The issue was not related to the unexpected motion of the clip applier while attempting to clip. The issue was not related to the unsuccessful clip application. The issue was not related to the clip opening after the closure of the clip. Intuitive clips were the type of clips used. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use (IFU). The issue occurred on the 1st application. The issue was resolved with a backup clip applier instrument. There are no photos and/or videos of this event available for isi review. The customer confirmed the clips that fell were retrieved during the same procedure.